Manufacturer narrative:
(B)(4). Batch # : unknown. Additional information was requested and the following was obtained: please provide more details, were all pouch components retrieved from the patient? Are all components of the torn pouch available to be returned? Or were disposed of? All components were retrieved out and discarded/disposed of. An analysis of the product could not be performed since a physical sample was not received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the gall bladder removal surgery, the string on the endo pouch retriever broke while attempting to retrieve the patients gall bagger. The pouch and patients gall bladder was retrieved through the port hole. The procedure was completed successfully with no patient harm.